Manufacturer narrative:
Additional quality control monitoring. Actual material was used by dentist. There were 91 refill packs (50 applications per refill) w/batch (B)(4) supplied to customers worldwide from (B)(6) 2012. Based on typical stock turnover and our production schedule over the last 12 months we estimate that the majority of customers have already used their material. There is no risk to patient health. Excite f dsc is a dual curing adhesive and therefore usually used in clinical situations where the restoration is somewhat opaque. In these cases a possible blue discoloration is not visible and does not affect the aesthetics of the restoration. This also applies in the endodontic indication. A blue discoloration can be noticeable in translucent restorations (e.g. Veneers) in the front of the mouth. However, even here, the aesthetics are only affected when the ceramic is very thin. Based on this assessment - that material has already been used and there is no risk to patient health, no field safety action is planned.

Event description:
On (B)(6) 2013, the dentist cemented a crown using variolink ii transparent cement and excite f dsc dentin adhesive. In (B)(6) they reported that the crown appeared to have a bluish appearance. It was removed and found that the dentin also had a bluish appearance. A new crown was cemented with a different cement.